Event description:
Pt was admitted to the hosp one day before index procedure with stable angina ilb. The day after pt was admitted, pt's lad prox was treated with 2 cypher stents and pt's 1st diagonal was treated with 1 cypher stent. There was a dissection of the lad (ostium). There was no reported pt injury. A year later pt started having dyspnea. It was graded as mild. It is still ongoing.